Event description:
During left heart cauterization procedure through the right common femoral artery, the perclose device feet did not retract causing damage to vessel wall. Tissue was removed from the device and sent to lab. Tissue was determined to be fragments of vessel wall consistent with large vein. Pt tolerated procedure well, no adverse outcome. D/c home.